Manufacturer narrative:
Data analysis: on 7/2, 5.5 pump (B)(6) was connected to and ran continuously until 12:37 on 7/13 when the console unexpected rebooted. Hemodynamic support was returned 29 seconds later at which time the user received an unexpected controller shutdown alarm. There was no evidence of a controller failure before the reboot so presumably that was referencing the unexpected shutdown alarm.device analysis: the console was returned for investigation but the failure mode was not reproduced despite replicating the console settings from the time of the complaint.root cause: the cause of the unexpected reboot could not be determined because the failure mode was not reproduced during testing. H8 usage of device was erroneously selected on the initial manufacturer device report.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the console had an automated impella controller failure that occurred, and metrics went blank, in addition to it shutting down temporarily. The automated impella controller was switched out and the patient remained stable.